Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.4; reference: 2.7; mean: 3.05; confidence limits: 1.8-4.2. The 3.0, 2.2, 2.5, and 3.3 inr were excluded from comparison test since time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis revealed both inratio and lab inr results reported by end user meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. It was revealed that the patient's coumadin was lowered after two different inr readings. As of (B) (6) 2010, nineteen discrepant result complaints were reported for lot #225433 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 3.4; lab: 2.7. Caller also alleged imprecision with inratio meter.